Event description:
Customer reported a malfunction on pump with a malfunction code identified as malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump. After the reset, the malfunction code did not recur, and the customer was able to continue using the pump. Customer was advised to call back if the malfunction code reappeared and acknowledged the instructions.